Manufacturer narrative:
The medical center has not yet returned the impella pump product for analysis. Upon completion of the investigation, a final report will be filed.

Event description:
The medical center had an impella 5.5 inserted via the axillary graft. The patient movement dislodged the pump and position in the lv was lost. The patient had become confused and dislodged his pump despite pump fixation. When taken to the or for pump replacement, the team observed arm pulses to be lost. The team replaced the pump and performed embolectomy.

Manufacturer narrative:
The medical center never returned the impella pump product for an investigation into the limb ischemia. The only analysis possible was of the clinical report. The ischemia was related to the underlying patient condition. The failure mode will be monitored and trended.